Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the efficia dfm100 defibrillator exhibited a processor error. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and with an investigation documented by philips complaint handling. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device gives a processor error during testing. The device was evaluated at the customer site by philips asp. Based on the results of the analysis, it was determined that the product has malfunctioned and the cause of the reported problem was a defective assy processor. The issue was resolved with the replacement of the assy processor and reload of software. The device is fully functional and was returned to service. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
This report is based on information provided by a philips authorized service provider (asp) and with an investigation documented by the philips complaint handling team. Philips received a complaint regarding the efficia dfm100 defibrillator, indicating that the device gave a processor error during testing. The asp evaluated the device at the customer site and determined that the issue was caused by a malfunction of the processor pca (printed circuit assembly). The processor pca was replaced, the software was reloaded, and the device was returned to full functionality. The device remains at the customer site, and no further evaluation is warranted at this time. The defective processor pca (s/n: (B)(6) was returned to philips for failure analysis, and the complaint was escalated for a technical complaint investigation. The pca was visually inspected for signs of wear, damage, corrosion, or missing components, and no anomalies were found. The pca passed all tests during the operational check and general testing. Based on the results of the failure analysis, the reported issue could not be verified during laboratory testing. No further evaluation is warranted at this time. Based on the information available and the testing conducted, the alleged failure was not recreated during failure analysis. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The processor pca was replaced, and the software was reloaded to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint regarding the efficia dfm100 defibrillator, indicating that the device gave a processor error during testing. There was no patient involvement reported.